Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: patient underwent a laparoscopic cholecystectomy procedure and experienced a cystic duct leak. The patient had an ercp, stents, and then had to go back in for an exploratory laparoscopic procedure. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.